Event description:
After the iabp for 132 hrs, the "slow leak alarm" sounded from the pump. On 12/15/97 it was reported that alarms sounded from the pump and some blood spots were noted in the tubing upon balloon removal. [Event complications]; unk-reported 11/10/97 and 12/15/97. [Pt's current status]: unk-rpt'd 11/10 & 12/15.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/15/98).